Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized at (B)(6) 2014 4am for experiencing a seizure and low blood glucose level of 40 mg/dl. The customer's insulin pump works as designed. The customer was advised to call back if they had any further issues with their pump. No further information was provided.